Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump continuously alarms "battery out limit" even though battery has been switched out several times. Customer's blood glucose is unknown. Troubleshooting was performed. Alarm was explained to customer and advised that battery out alarm during normal use may indicate a loose battery cap. Alarm was cleared. Customer was advised to disconnect, remove reservoir, and rewind the device. The devices' time, date, and fixed prime were reprogrammed. Alarm did not clear. Customer stated that issue is with the keypad because unable to clear the alarm. Customer does not recall any significant events that could have cause issues with the keypad. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarm noted. All buttons functioning properly however corroded keypad traces noted during visual inspection. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.